Event description:
On (B)(6) 2025, a patient prepped for a percutaneous transluminal angioplasty (pta) procedure using the true valvuloplasty balloon catheter. Prior to the procedure, during preparation, the balloon catheter allegedly ruptured. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter returned for evaluation. Upon visual inspection, no anomalies were noted to the balloon. No anomalies were noted to the y-body. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house inflation device and in-house stopcock was used to inflate the balloon. Balloon inflated and maintained pressure; the balloon was then inflated to rbp and was able to maintain pressure and shape. No leaking or rupture was noted on the balloon or catheter shaft. The balloon was deflated without issue. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a percutaneous transluminal angioplasty (pta) procedure using the ture valvuloplasty balloon catheter. During the preparation, the balloon catheter allegedly ruptured. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.